Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro synchron system. The fse inspected the system and ion selective electrode (ise) calibration report and confirmed that the sample reference values indicate the carbon bridge needs to be replaced. The failure mode was identified as faulty carbon bridge. The fse cleaned the flowcell, and replaced the carbon bridge which resolved the issue. The fse performed system verification successfully. No further issue was reported. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4)

Event description:
Customer reported generation of false low ion selective electrode (ise) sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium (ca) patient results with negative anion gap on their dxc 600 pro clinical chemistry analyzer. The customer also reported low na sample reference values on calibration report. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.